Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, dark ring, missing shell and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified a broken is found with the following conditions: striated edge on anterior due to surgical damage, sharp edge on the posterior due to an unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: striated edge on anterior due to surgical damage and sharp edge on the posterior due to an unidentified (tear) opening and missing shell assessed as inconclusive.

Event description:
Physician reported a left side rupture and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a left side rupture and capsular contracture baker grade IV. Device has been explanted.